Event description:
Revision knee surgery. This patient had continued left knee pain following the procedure, and some grating, no evidence of infection clinically or histologically.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Following investigation by bioengineering, notification was received that: root cause: undeterminable , from the limited information available it is not possible to say what caused this revision. The x-rays suggest the tibial cut may be high and without posterior slope which is likely to have affected the soft tissue balance of the joint. It is unlikely there is a manufacturing fault with the product. It is likely in this case that several factors combined - such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.